Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4) the following information was provided by the initial reporter: the customer indicated that they received a false negative after testing a patient using 256082 lot number 0344783. How long after specimen collection was the specimen processed in the extraction reagent? Immediately tested . How was the specimen stored between collection and processing in the extraction reagent? It was immediately placed in the extraction reagent. How long after processing in the extraction reagent was the specimen run on the test cartridge? Immediately. Incubation time: how long was sample run on the cartridge before reading? The customer inserted the cartridge within the three-minute countdown for walk-away mode. Were the cartridges visually interpreted (not by the analyzer) at any time? No. Was walk-away mode or analyze-now mode used? Walk-away mode. Temperature: room temperature. Was testing performed indoors or outdoors (not collection). Indoors on average, how many tests do you run per week? Two to three a week screening test-no known exposure: yes screening test known exposure that is currently asymptomatic: no asymptomatic but dr recommended testing: no ho was the specimen collected? Did it follow the dual-nares collection method described in the quick reference guide? Yes, the sample was collected using a swab from what type of swab was used to collect the specimen? Flq swab was any transport media used? No what date was the specimen collected? (B)(6) 2021 what date was the specimen run? (B)(6) 2021 how was it determined to be discrepant? The customer also tested the patient using pcr. However, the patient was symptomatic, but tested outside of the five-day window. The patient has symptoms for 10 days and was tested using this kit. I explained to the customer that there is a five-day window required for testing symptomatic patients. Comparison to another method? Pcr repeated sample? No how did you complete the repeat test? N/a was an additional swab collected? Yes did you process the same swab in a 2nd reagent tube? No, it was used for pcr testing. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? No clarify how many false positives per facility. 1

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0344783. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch numbers provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: the customer indicated that they received a false negative after testing a patient using 256082, lot number 0344783. How long after specimen collection was the specimen processed in the extraction reagent? Immediately tested. How was the specimen stored between collection and processing in the extraction reagent? It was immediately placed in the extraction reagent. How long after processing in the extraction reagent was the specimen run on the test cartridge? Immediately. Incubation time: how long was sample run on the cartridge before reading? The customer inserted the cartridge within the three-minute countdown for walk-away mode . Were the cartridges visually interpreted (not by the analyzer) at any time? No. Was walk-away mode or analyze-now mode used? Walk-away mode. Temperature: room temperature. Was testing performed indoors or outdoors (not collection). Indoors. On average, how many tests do you run per week? Two to three a week. Screening test-no known exposure: yes. Screening test known exposure that is currently asymptomatic: no. Asymptomatic but dr recommended testing: no. Ho was the specimen collected? Did it follow the dual-nares collection method. Described in the quick reference guide? Yes, the sample was collected using a swab from . What type of swab was used to collect the specimen? Flq swab. Was any transport media used? No. What date was the specimen collected? (B)(6) 2021. What date was the specimen run? (B)(6) 2021. How was it determined to be discrepant? The customer also tested the patient using pcr. However, the patient was symptomatic, but tested outside of the five-day window. The patient has symptoms for 10 days and was tested using this kit. I explained to the customer that there is a five-day window required for testing symptomatic patients. Comparison to another method? Pcr. Repeated sample? No. How did you complete the repeat test? N/a. Was an additional swab collected? Yes. Did you process the same swab in a 2nd reagent tube? No, it was used for pcr testing. Did you use the leftover extraction reagent from the reagent tube on a new cartridge? No. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? No . Clarify how many false positives per facility. 1.